Event description:
Datex ohmeda aestiva/5 anesthesia machine with psvpro ventilator; ventilator turned on vt600 rate 10. Noticed after approx 2 minutes that ventilation had not initiated. On screen ventilator notification "inspiratory flow sensor failure" patient's o2 sat remained 100% -brief period/apneic ventilation-. In the event of a mechanical ventilator failure, the ventilator alarm should annunciate; it did not...replaced flow sensor module; normal function re-initiated.